Event description:
The customer reported the ventilator alarmed when turned on due to high oxygen supply pressure. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer loosen the oxygen manifold at the o2 inlet to release pressure. The biomedical engineer reported pressure release as advised and reported the alarm resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.pressure relieved via manifold. Out of warranty; no request for mnf serv.